Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, an error c-30 occurred and the procedure was completed. The customer requested to have the log checked. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed multiple errors taking place with the integrated electrosurgical unit (iesu) and explained to the customer that it needed to be checked. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error c-30 on the logs. The fse replaced the integrated electrosurgical unit (iesu). The fse also replaced the power cord on the vision side cart (vsc) due to an unrelated issue. The system was tested and verified as ready for use. Isi has received the iesu; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and reported failure (error c-30) could not be reproduced on erbe connected to system. Remote fe showed (25913 pattern (2) c-30 errors on (B)(6) 2025) confirming t fault occurred in the field. Visual inspection: (the unit has no significant scratches or dents. The front bezel is in decent condition. The unit energized and cauterized and all ports recognized instrument on system. The probable root cause of error c-30 is attributed to a redundant measurement value for hf voltage being too high caused by an electrical component failure within the erbe generator and it can be resolved by replacing the erbe generator.